Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally, based on the analysis, the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a minimum fill notification occurred. Customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.